Event description:
It was reported that the customer experienced a cartridge leak, leading to a wet cartridge and pump guide rail. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg with a correction bolus via pump.